Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touch screen failed flex cable resistance verification testing, confirming the complaint regarding touch position misalignment. Due to this failure in flex cable resistance verification, the touchscreen does not meet the acceptance criteria as specified; the touchscreen was verified as out of specification.

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting a touchscreen issue on the v60 ventilator. The device was not in clinical use. There was no report of harm or other patient impact. The device did not meet specification for intended use and remained out of service. The pse evaluated the device for preventative maintenace (pm) inspection and confirmed the touch points on the screen were misaligned. The pse attempted to correct the issue with calibration, but the issue persisted. The pse replaced the touchscreen. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.